Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options for further evaluation. The device was later explanted due to normal battery depletion and was replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field indicating this device remains with the hospital pathology department. This report will be updated should additional information becomes available.